Event description:
Caller reported blood glucose results of 21.4 mmol/l on customer's mobile system, 7.2 mmol/l on aviva expert system within 10 minutes. Reported no adverse event. Strips not available for return.

Manufacturer narrative:
The event occurred in (B)(6). (B)(4).